Event description:
Baxter reported, "the spike of the transfer set was off from port. The set was new. There was no patient injury or medical intervention associated with this incident according to baxter.